Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-nov-2011, UDI#: (B)(4) eval code - conclusion code applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine 1 mg/ml at 0.2498 mg/day and unknown morphine 20 mg/ml at 4.996 mg/day via an implanted pump for non-malignant pain and lumbar radiculopathy. It was reported in the past the patient¿s pump had stopped and this was a previous issue in the past that had since been resolved. It was further reported the patient¿s pump had stopped before and it has been a couple of years, maybe four years ago. She lost 100 pounds, so the catheter had gotten kinked and literally had stopped all flow. The patient went through major withdrawals. The event date was 2014 (specific date not reported). No further complications were reported/anticipated or expected.